Manufacturer narrative:
H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for upstream and downstream occlusion and passed. The ultrasonic and force sensors were found within specification. No pump correction is required. The event history log (ehl) review was performed and revealed multiple events of "upstream occlusion!" And "downstream occlusion!" However the history log cannot be used to determine if the alarms are true or false. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump falsely alarmed for upstream and downstream occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.